Event description:
It was reported "does not pass post, gives both alarm led's after hearing the power on melody". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test as the indicator lights did not flash on the front panel display. The unit was opened and it was discovered that one of the power fuses was missing. The resistance across the power fuse was measured. The resistance across the fuse measured 0.2 ohms which indicates that the fuse was not blown. A lab inventory fuse was inserted into the fuse holder and this time, the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The reported complaint that the unit was alarming could not be confirmed. However, a different defect was discovered as it was observed that one of the power fuses was missing from the unit. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It appears the customer opened the unit and one of the power fuses was removed. Based upon the damage observed, it appears that intentional user error caused or contributed to this event. A customer in-service has been requested. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73e210014n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "does not pass post, gives both alarm led's after hearing the power on melody". No patient involvement reported.